Manufacturer narrative:
The device was not returned for evaluation. No lot number was provided for DHR review. Review of complaint history for 2018-2020 revealed that no previous complaints have been received for this device. Per the provided image, the forceps are in used condition with the jaw tips broken off due to rough handling or excessive force.

Event description:
The rubber dam clamp forceps broke during a dental procedure resulting in a chipped tooth number 24. The patient complained of pain and discomfort and the tooth was repaired with filling, causing a 20-minute delay in treatment. The broken piece of the forceps was retrieved. The patient is doing well.